Manufacturer narrative:
The investigation determined that higher than expected vitros valp quality control results were obtained from vitros and non-vitros qc fluids run on a vitros 4600 chemistry system. The most likely assignable cause of this event was instrument related. Historical quality control results indicate that within-laboratory quality control precision was unacceptable. An ortho field engineer replaced the photometer lamp and uia metering proboscis, cleaned the photometer filter wheel and lens, fiber optic cable, cuvette incubator and the cuvette transport arm and window and performed all associated adjustments. After the completion of the service actions, one week of vitros valp quality control results was evaluated and verified acceptable within laboratory precision performance. The investigation determined that the likely assignable cause of this event was instrument related.

Event description:
A customer observed higher than expected vitros valp quality control results from vitros and non-vitros biorad control fluids processed on the vitros 4600 integrated system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. Ortho was not made aware of any patient sample results being affected. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).